Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician was advancing the lead through the introducer and noticed a strange configuration of the superior vena cava (svc) coil. The coils were separated and the physician was not able to maneuver the lead through the introducer. A possible fracture was suspected. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.